Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital:"asd closure for (B)(6) female patient. The pump was primed and kept ready for procedure.after about 10min noticed drops of water trickling down. Closer observation revealed that the extra port for deairing/pressure monitoring was the site of leak. " (B)(4).

Manufacturer narrative:
On (B)(6) 2017 02:46 pm (gmt-4:00) added by (B)(6): maquet cardiopulmonary gmbh requested the product for manufacturer investigation but product was not available for manufacturer's investigation. Also,there is no picture about the failure. A DHR review of the basic lot 70108943 and packaging lot 70110453 (serial number (B)(4)).the (B)(4) was reviewed. There were no references found,which are indicating a nonconformance of the product in question. Also,there is no non-corformatity and no scar related to the claimed material. There is a rework record related to the damaged box.it was confirmed that the hospital did not find any damage to the outer boxes when they received the products. The available information was shared internally with getinge therapy application manager. It was stated that the failure could have led to a medical intervention or infection. However it wasn´t the case in this matter. An operator error can be neglected. The investigation of the complaint device would help to learn more about the detected error pattern to potentially initiate safety measures, e.g. For transport or even for production, but the product is not available for investigation. A sap trend search has been performed (search for material 70106.7942 and issue:0105 luer outlet side)which came to following results:no additional complaint was recorded. According to the information available at this time,a malfunction of the product cannot be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs,it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: # (B)(4).